Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed a shock impedance measurement of 127 ohms. Lead diagnostics were reviewed and were noted to be varied between 70-125 ohms. Pacemaker mediated tachycardia (pmt) was noted. Boston scientific technical services discussed reviewing post-ventricular atrial refractory period (pvarp) parameters. The system will continued to be monitored. There were no adverse patient effects reported.